Event description:
During an attempted endovascular balloon angioplasty of the left anterior tibial artery, the balloon was broken in the artery. A surgical cutdown was subsequently performed to retrieve the balloon. The procedure was performed under continuous fluoroscopy, and the attending surgeon confirmed complete removal of the balloon from the artery. The faculty surgeon put in a note detailing complete removal; the balloon was given to charge (boston scientific sterling 0.018" 3.0 x 150x 150 balloon; ref# h74939148301510/ exp: 11-12-2027/ lot: 37941758)